Manufacturer narrative:
One device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly failed to prime and self-activated. There was no reported patient injury. This information was received from one source. The age, weight, and gender of the patients was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: mc1810 biopsy instrument allegedly failed to prime and self-activated. There was no reported patient injury. This information was received from one source. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: one device was returned for evaluation. Self activation and failure to prime were confirmed during the investigation. The root cause could not be determined. The device is labeled for single use. H6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.